Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: leaked at safety clamp. Additional information received from the customer: can you please provide an exact date of event in this format mm-dd-yyyy? The date recorded was 3/30/2026.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.